Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2016 with dry eye in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dry eye and feeling like something was in the eye and that her eyes no longer produce any tears at all. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/15 -3.50 x -.50 x 107; left eye pre-op 20/15 -3.50 x .00 x 90. Bcva from (B)(6) 2016: right eye post-op 20/20 1.25 x -.75 x 0; left eye post-op 20/20 .50 x .00 x 90. The surgeon inserted punctal plugs on (B)(6) 2016. The patient has moderate to severe papillae and was put on pazeo 0.7% ophthalmic. It was also reported that patient did not come for appointment and wanted a second opinion.